Manufacturer narrative:
The customer observed falsely elevated calcium_2 (ca_2) results for seven patient samples on an atellica ch 930 analyzer. Siemens dispatched a customer service engineer (cse) to the customer site, reviewed the message log, and noted the following messages: 04 404 05 27 - pressure transducer in the dilution arm detected a clog in the dilution probe. 04 037 02 15 - reagent arm 1 not detecting water in the drain. 04 044 01 08 - reagent arm 1 vertical motor detected possible collision in the movement path. The cse performed troubleshooting, including verifying the alignments of the transfer arms and mixers, a full autocheck, and service methods with no failures or errors. Siemens followed up with the customer and was informed that ten replicates were run to verify calcium performance, and the results were precise and within range. The atellica ch 930 analyzer performs as specified, and no further action was required.

Event description:
The customer observed falsely elevated calcium_2 (ca_2) results for seven patient samples on the atellica ch 930 analyzer with serial number (B)(6) and reported the results to the physician(s). The customer used an alternate atellica ch 930 analyzer to test the samples, and the repeat results were comparable with the patients' historical results and considered correct. The customer issued corrected reports. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00019 on 26-jan-2024. Additional information (31-jan-2024): siemens reviewed the information provided and noted that the customer's calcium_2 (ca_2) quality control (qc) showed consistent recovery within the customer's expected ranges and no qc issues before or after (B)(6) 2024. No issue was identified with the reagent pack or well. A review of the system log for (B)(6) 2024 showed errors for reagent arm 1 (r1) and the dilution arm. The aspiration level sense log showed errors for reagent arm 1 (r1), and the aspiration pressure data log showed errors (clogged probe) for the dilution arm, indicating a clogged dilution probe or an issue related to sample aspiration with the primary sample. A clogged dilution probe would result in insufficient/partial sample aspiration when creating the initial predilution for the sample. A customer service engineer (cse) performed services, including a full autocheck, and observed no errors or failures. The cse cleaned and reseated the r1 probe, verified that the r1 valves were functioning correctly, and verified alignments. The customer performed ca_2 precision studies, and the results were acceptable. Siemens concluded that a hardware malfunction was a potential cause of the falsely elevated calcium_2 (ca_2) results and the out-of-range qc. The atellica ch 930 analyzer performs as specified. No further action was required.